Manufacturer narrative:
The insulin pump was returned with protruded/loose drive support disk. The insulin pump had a missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump malfunctioned. The drive support fell out. The blood glucose reading is 61 mg/dl. Customer treated with food. Advised the customer that the insulin pump will be replaced. Nothing further reported.